Event description:
It was reported that customer experienced repeated occlusion issues, which caused blood glucose to rise to a level displayed as ¿high¿ over multiple events. Customer treated high blood glucose with a correction injection. The customer reverted to an alternate method for insulin therapy.